Event description:
Patient presented for cataract surgery. Within 1st minute of surgery the phaco tip broke into patient's eye. The surgeon was able to retrieve the tip intact without apparent injury to the patient.